Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bactec¿ mgit¿ 960 system has been found reporting false susceptibility. The following has been provided by the initial reporter: 2 pts incorrectly reported ethambutol (emb) susceptible when it was expected resistant. Cdc method used is agar proportion. (B)(6) 2020 isolate 2020h, 83 total emb results reported. 10/61 mgit users obtained expected resistant result. (B)(6) 2021 isolate 2021b, 86 total emb results reported. 35/64 mgit users obtained expected resistant result. It was reported that failed survey with use of mgit for ast testing of ethambutol.

Event description:
It has been reported that the bd bactec¿ mgit¿ 960 system has been found reporting false susceptibility. The following has been provided by the initial reporter: 2 pts incorrectly reported ethambutol (emb) susceptible when it was expected resistant. Cdc method used is agar proportion. Sept. 2020 isolate 2020h, 83 total emb results reported. 10/61 mgit users obtained expected resistant result. March 2021 isolate 2021b, 86 total emb results reported. 35/64 mgit users obtained expected resistant result. It was reported that failed survey with use of mgit for ast testing of ethambutol.

Manufacturer narrative:
After further review MFR. Report # 1119779-2021-02142 is no longer reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. Proficiency testing is used to determine the performance of individual laboratories. This type of event is related to non-patient sample testing. Samples often require preparation, with increased risk for human error. The results are used as a method to compare measuring results obtained by different laboratories. The results are not used in treatment of a patient and are unlikely to lead to serious injury. As a result MFR. Report # 1119779-2021-02142 is null and void.